Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -12.00 diopter tore/broke during injection/delivery into the right eye (od). The lens was intraoperatively removed and replaced with no patient injury and the problem resolved.